Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 18:44:15. During night drain cycle three, the patient's ultrafiltration reading was 1440ml, indicating the home patient (hp) drained 1440ml more than their maximum programmed fill volume of 1600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. All returned homechoice devices receive a returned instrument testing evaluation (rite).  This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should relevant additional information become available, a follow-up report will be submitted."